Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full-height cubie drawer 4 on the auxiliary cabinet had failed with error message ¿failed to stay closed¿. A field service engineer (fse) found that the magnet was missing in the inseparable. The inseparable was replaced, and the drawer was recovered. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary drawer pockets failed. The customer stated that there was no delay. There were no adverse events or injuries reported based on this event.